Event description:
A distributor contacted zoll to report that a patient had a rash left by the lifevest. The patient alleged a swollen marking under her right breast. The patient reported that she will follow up with her doctor. An ointment was prescribed to treat the irritation by the patient's doctor. Follow-up indicated that the patient had been using the prescribed ointment and was showing improvement.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Method: biocompatibility testing to iso 109993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.